Event description:
Meter was reading in the incorrect unit of measurement. The patient has had diabetes for 20 years. Patient also has heart disease. Patient previously took only oral diabetes medication. Recently patient was placed on insulin. Patient takes humulin and humalof insulin in the morning and at bedtime and takes humalog insulin before lunch and dinner. Patient's dosage has been adjusted frequently over that last month during several doctor's appointments. Patient never tested with patient's meter at the doctor's office to compare a concurrent result to the doctor's device. Last week patient tested with the reported meter and obtained a result of 11.9 mmol/l (converts to 214 mg/sl) in the morning. Patient interpreted the result to be 119 mg/dl. Patient had been feeling weak, dizzy, sweaty, itchy and nauseated since the previous night . Patient did not recall the result obtained in the ER. Patient was treated with an IV and insulin and released to home by patient's doctor. Patient's doctor advised patient to contact lifescan regarding patient's meter. The patient had been having symptoms of hyperglycemia for several hours prior to testing with the meter and calling emt. Based on the information provided by the patient , the product did not contribute to patient's experiencing injury and medical intervention. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The patient didn't know how long the meter had been set to the incorrect unit of measurement. Patient stated that patient had not recently changed the units of measurement in the meter settings. There is an indication that the meter units of measurement spontaneously converted from mg/dl to mmol/l. There is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. No products were replaced.